Event description:
It was reported that after an unspecified procedure, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting resistance was met due to the clip delivery tubeset carving into the exchange sheath or flex-guide. The safety release mechanisms were activated releasing the device from the anatomy of the patient. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience of resistance met during thumb advancer deployment was confirmed as indicated by flex-guide shaft carving that occurred during plunger deployment. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.